Event description:
It was reported that the device service light was illuminated and it logged several fault codes in the memory. Furthermore, the device was also reported to intermittently fail to complete the user test. Physio-control evaluated the device and observed a lock up failure. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the observed failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.